Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypo tube, mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The crimped stent outer diameter (od) was measured and was within the max crimped stent profile measurement. Stent strut row 2 is slightly deformed. No issues with the balloon. The tip was visually and microscopically examined and damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.